Manufacturer narrative:
(B)(4). The on-x 614 heart valve design fmea 940816 01 rev s thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as low as possible by design and process. Post production residual risk is communicated in the product's labeling and instruction for use (IFU). Death following cardiac surgery is a known potential complication occuring with the use of prosthetic valves and is not unique to the on-x valve. Without return of the valve, a specific risk cannot be identified. Review of the operative notes does not reveal an allegation of deficiency or a causative correlation to the on-x valve.

Event description:
Implant recovery card (irc) received indicates that patient underwent double valve surgery on (B)(6) 2016 receiving onxane-21 and onxm-25 indicated for severe aortic insufficiency and severe mitral regurgitation. Procedure performed was "transesophageal echocardiogram [tee], mitral valve replacement, chordal sparing (25 mm on-x mechanical valve), aortic valve replacement (21 mm on-x mechanical valve), extensive pericardial adhesiolysis secondary to extensive pericarditis." Additional information received indicated that patient died on (B)(6) 2016. A preliminary autopsy report indicates the following: provisional anatomic diagnoses: cardiovascular system: status post (B)(6) 2016 aortic valve & rnltral valve replacement surgery; both mitral and aortic on-x prosthetic heart valves appear properly positioned and intact; small epicardlal abscess (1 cm) ad]acent to prosthetic mltral valve b, heart with cardlomegaly (569 g); left ventricular hypertrophy; focal scarring of myometrlum suggestive of remote infarct; no acute infarction seen; flbrlnous perlcarditis; calcfflc atherosclerosis of coronary arteries. Pulmonary system: congested appears to lungs ,bilaterally (each lung 720 g); no evidence of acute infarct or pulmonary emboli. A definitive cause of death was not indicated. This report is relegated to the onxane-21 valve.